Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2019. (B)(4). It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to intolerance as the patient reported she was very bothered by halos/rings. Event was a patient issue; there was nothing wrong with the lens. The lens was replaced with a toric lens. There was no reported medical intervention at explant. The patient is still adjusting to the replacement lens. No further information was provided.